Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received an inappropriate shock and anti-tachycardia pacing (atp) due to noise over sensing on the right ventricular (rv) lead channel. A lead integrity situation was suspected. Furthermore, the rv lead pacing impedance had a sudden increase to high, out of range values. No noise was noted on shock channel, shock impedance was within range and pacing thresholds had gone up. The noise was found to be reproducible, so leaving therapy off was recommended in this case. System monitoring until a scheduled system revision was discussed. The rv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received an inappropriate shock and anti-tachycardia pacing (atp) due to noise over sensing on the right ventricular (rv) lead channel. A lead integrity situation was suspected. Furthermore, the rv lead pacing impedance had a sudden increase to high, out of range values. No noise was noted on shock channel, shock impedance was within range and pacing thresholds had gone up. The noise was found to be reproducible, so leaving therapy off was recommended in this case. System monitoring until a scheduled system revision was discussed. The rv lead shocking section and the crt-d remain in service. Additional information has been received mentioning that the pace/sense portion of the rv lead was surgically abandoned several years ago. No additional adverse patient effects were reported.